Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). During a routine follow-up examination 45-days post index procedure, a thrombus was identified on the closure device. The non-mobile thrombus was located between the limbus and the top of the closure device on the superior side. The patient was instructed to discontinue dual antiplatelet therapy (dapt) and began novel oral anticoagulants (noac) and will undergo a follow up transesophageal echocardiogram in three (3) to six (6) months.